Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation of the returned device confirmed the reported complaint. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. Unit received with the shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. 6in transitional teeth are worn and needs to be replaced; shock cushion is worn. Adjustment wrench has worn threads. The observed condition was likely caused by wear and tear /improperly handling of the device. The definite root cause cannot be reliably determined. The unit is beyond integra's 7 years recommended life cycle (manufactured in 2009).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical materials coordinator reported that the locking handle of the a2101 mayfield ultra base unit would not engage and the torque screw that tightens the locking handle was stripped. There was no known patient injury or surgery delay.